Manufacturer narrative:
Qn# (B)(4). The device history review for the product vlock ml clip 6/cart 14/box lot# 228044 investigations did not show issues related to the complaint. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported event: reports from the or that the clips come unlocked during testing. No patient has been involved.

Event description:
Reported event: reports from the or that the clips come unlocked during testing. No patient has been involved.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.